Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 6f sheath hole prior to a pulse-field ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred due to a shallow angle during deployment. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8f, and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Unfortunately, the patient had an arterial bleed that was unknown after procedure and the patient died. The prostyle devices were used in the right common femoral vein; however, the bleeding was an arterial bleed. In the physician's opinion, the prostyle device did not cause or contributed to the patient¿s death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. No production record review nor relation complaint query was performed as the not number was not provided. Based on the information provided, a definitive cause for the reported needle to cuff miss could not be determined. Factors for needle to cuff miss include but are not limited to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The cause of the subsequent treatment is related to circumstances of the procedure. The patient effect of death was reportedly unrelated to the use of the device in this case. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.